Event description:
An alarm sounded from the system 90t pump and the iab leaked. Blood was noted in the tubing and the iab was removed. A second iab, a 25cc iab was inserted into the pt. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event- reported 3/13/98.) (Pt's current status: unk- rpt'd 3/13/98.)